Event description:
A report was received that the patient was experiencing upper and lower extremity weakness and it was believed that the symptom happened with stimulation was on or off. The physician believed that there was no clinical reason for the symptom. The patient was admitted to the hospital and was reportedly doing well.